Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 10:00 pm after the end user was found lethargic and the prodigy meter gave a result of 141 mg/dl and the caregiver felt the result was inaccurate. The caregiver noticed that the end user was coherent and lethargic and called the paramedics. The paramedics performed a blood glucose test with their meter and the result was 39 mg/dl. The paramedics administered an IV of glucagon and transported the end user to the ER. Upon arrival to the ER the end users blood glucose was 128 mg/dl. No further treatments or test were initiated at the ER. Upon discharge the end users blood glucose was 132 mg/dl and was instructed to monitor his blood sugar. No further information was provided.